Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s918usqs6dydb smartphone hardware: sm-s918u cgm sensor type: g7.

Event description:
A patient reports while taking a shower and wearing a pod between 24 and 36 hours the pod had failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient reports they had gone to the hospital emergency room. Treatment information is not available.